Event description:
Essure device placed 6 months postpartum at outside facility. Initial hsg at 3 months showed unilateral tubal occlusion. Second hsg at 6 months showed bilateral tubal occlusion. Twelve months later (first encounter with this facility) had left cornual ectopic pregnancy requiring emergency surgery and salpingectomy. Post-operative hsg showed right tubal patency; device appears 'extraluminal' (but not visualized at the time of surgery). This appears to be a bilateral therapeutic failure. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: undesired fertility, sterilization.